Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock due to noise and oversensing on the extravascular (ev) lead. The patient was seen in clinic for follow-up. The sensing vector was reprogrammed and there was now no noise sensed during the bag pull up test. The ev lead remains in use. Additionally, it was further reported that the patient had a cardiac surgery procedure where electrocautery was used that caused emi (electromagnetic interference) to be sensed by the implantable cardioverter defibrillator (ICD) resulting in an inappropriate shock. The ICD remains in use. No further patient complications have been reported as a result of this event.